Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument had a black rubber piece loose around the wheels in the wrist of the instrument. The instrument was not moving and twisting correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The movements of the surgeon did scale appropriately to the instrument. The instrument moved in the intended direction and the timing of instrument movement was appropriate. There was no shakiness and/or friction experienced/observed; however, the issue was persistent. The issue was not resolved, and the instrument was changed. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found a conductor wire dislodged at the distal end. The instrument was tested on an in-house system and passed energy delivery test. The instrument moved intuitively with full range of motion in all directions. The instrument also passed the electrical continuity test. The instrument was fully functional. An internal visual inspection was performed and passed. Further inspection found no abnormally sharp or damaged components that could have contributed to the conductor wire being dislodged. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.